Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xb balloon would not hold air. The pa used a "stopcock" on the inlet to push the air in and keep the balloon inflated. The same device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).